Event description:
It was reported by the customer that a pyxis cii safe system had a problem with medication removal. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the items were not displayed due to software issue. A technical support specialist connected with the customer suggested unloading the medication and deleting it from the facility and recreating it in the facility, loading back the medication. The device functioned as intended after the customer resolved the issue.